Event description:
It was reported that noise was seen on the electrograms. Several tachy events were aborted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the event reported in the field. The sensing coil was found fractured close to the crimp sleeve to the connector ring as a result of fatigue. Other: na.